Manufacturer narrative:
The device will not be returned for analysis as it was discarded; therefore the complaint could not be determined. Same event as reported in MDR MFR: 2029214-2016-00120.

Event description:
Medtronic received information that during a mechanical thrombectomy procedure in the internal carotid artery (ica), the cello balloon burst and leaked upon inflation. No patient injury as a result of this event. No further information was provided.